Manufacturer narrative:
A correlation between the device and the reported event could not be determined. The patient remained ongoing on lvad support until ultimately expiring on (B)(6) 2018 due to an unrelated event. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: ten months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital due to reduced general condition. The patient experienced peripheral edema and shortness of breath, and was diagnosed with right heart decompensation reportedly related to the lvad. Diuretic therapy was given, and the patient was discharged in improved general condition on (B)(6) 2016. No additional information was provided.